Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2004. It was reported the ipg suddenly lost telemetry. The pt was referred for a revision, however, no explant date has been determined at this time. It is unk if the ipg will be returned to the manufacturer after it is explanted. Follow up on the pt found no further issues reported.